Event description:
It was reported that inadequate apposition occurred. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted the blood vessels were relatively narrow and the stent was not fully expanded. The device was removed and the procedure was completed with another promus element plus stent. No patient complications reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that inadequate apposition occurred. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted the blood vessels were relatively narrow and the stent was not fully expanded. The device was removed and the procedure was completed with another promus element plus stent. No patient complications reported.